Event description:
During an in clinic follow up, x-ray imaging was performed and the right ventricular (rv) lead was found dislodged. Twiddlers syndrome was suspected. The rv lead was explanted and replaced to resolve this event. The patient was stable.